Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that there was low amplitude and poor morphology on this lead. It was suspected that this lead had perforated the heart wall, however it was never confirmed. Sensing was low and the patient complained of pain on the right side. The physician decided to reposition the lead.